Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va034m2, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that all of the sudden last night while the patient was sleeping they started to get really bad pain in their right buttock that was not constant. The patient did not turn stimulation down. It was noted that it was a jolt that was random.